Event description:
It was reported that the implanted indirect decompression spacer never resolved the patients symptoms. Therefore, the patient underwent a successful spacer explant procedure. The device will not be returned as it was retained by the medical facility. The device information and implant date are unable to be obtained despite good faith efforts.